Manufacturer narrative:
Recall z-0497-2013 also applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving clonidine (1000 mcg/ml at 52 mcg/day) and prialt (25 mcg/ml at 1.299 mcg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a motor stall was seen at an initial interrogation. The patient had an MRI on (B)(6) 2018 of their lower back. It was confirmed that the MRI was not related to the device or therapy. The patient remained at the clinic for 1.5 hours post-MRI and the stall did not recover, so the patient was sent home. It was noted the MRI was a closed horizontal bore scanner, and it was unknown what tesla. The duration of the MRI was one hour. No patient symptoms were reported. No further complications were reported.